Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf connector was loose. The link electronic module (lem) circuit board was replaced and calibrated. (B)(4)

Event description:
It was reported that the programmer rf (radio-frequency) head connector needs to be held down to work. The programmer was returned for repair. No patient complications have been reported as a result of this event.